Event description:
It was reported that the xience nano stent delivery system (sds) was being loaded on to the guide wire, when it was noticed that the tip of the sds was on the user's glove. There was no resistance noted during advancement and this occurred before the sds entered the hemostatic valve. The sds was removed and replaced with a xience xpedition that was implanted in the mildly tortuous, non-calcified target lesion in the mid left circumflex coronary artery without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported tip detachment was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for tip detachment from this lot. Based on the reviewed information, there is no indication of a product deficiency.